Event description:
A cracked and shattered touchscreen was reported, making the pump unusable as the customer could not interact with it due to the illegible screen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.